Manufacturer narrative:
(B)(4). The device was returned for evaluation and abbott vascular (av) confirmed the reported failure to deploy the thumb advancer. The device handle was opened and av observed that the catch on the thumb advancer was not seated properly and the pusher block springs were still compressed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint handling database found no similar incidents from this lot. Further assessment was performed and identified a potential product quality issue due to the interactions with the incorrectly seated catch. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a iliac dilatation interventional procedure. Reportedly, there was resistance advancing the thumb advancer and the sheath did not split completely and the clip was not deployed. The safety release mechanism was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.